Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, the patient had a blood clot. The patient was placed back on blood thinners following the blood clot. No further information was provided.

Manufacturer narrative:
B3: date of event - estimated as the year of the comment as the date of event is unknown. D6a: implant date - estimated as the year of the comment as the date of implant is unknown.